Manufacturer narrative:
It was reported that a male patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. On 12/11/2019, additional information was received indicating an additional concomitant product: webster cs catheter with auto ID technology was in the body with the stsf catheter during the case. The concomitant products section of this report has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
On november 14, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, there was no physical damage or anomalies observed. Investigation summary: it was reported that a male patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after use of biosense webster, inc. Products, and post ablation phase, a pericardial effusion was noticed and confirmed by ultrasound. A pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardial space. The patient was stable after pericardial drainage. Extended hospitalization was not required, and the patient has fully recovered. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30258596m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after use of biosense webster, inc. Products, and post ablation phase, a pericardial effusion was noticed and confirmed by ultrasound. A pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardial space. The patient was stable after pericardial drainage. Extended hospitalization was not required, and the patient has fully recovered. The physician did not attribute the causality of the event to the ablation. There were no errors observed on any biosense webster, inc. Equipment. No transseptal puncture was performed. There was no evidence of a steam pop during the ablation. The flow was set within normal settings for a thermocool® smart touch® sf bi-directional navigation catheter. The force visualization features that were used were vector and visitag. The visitag module parameters for stability were used (parameters range 3 mm, time 3 s, force over time 25%, tag size 3 g). No additional filters were used.